Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4)

Event description:
Customer reported via phone call, the insulin pump alarmed power error detected. Customer doesn't recall was her blood glucose level was at time the alarm occurred. Customer stated her battery started to last three days after the alarm occurred. Customer was advised to reset the device and if alarm reoccurred in the next four hours to call back. Customer will monitor the device. The insulin pump is not being returned for analysis.